Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device delayed by 10 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was delayed by 10 minutes. A technical support specialist (tss) logged into the station, identified that the network time protocol server was unable to synchronize with time server and was used by another station. Tss updated the ntp server and also updated the windows time service to run automatically. The tss then applied the knowledge article "how to adjust station ntp server settings" and confirmed that the station time was synchronized with the application server. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device delayed by 10 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.